Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their lower aligner is cutting into their lip. There is a very sharp ridge and the aligner is uncomfortable. They have tried filing the aligner but it feels worse after filing.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.